Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7086425, UDI: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation and pain at the implantable pulse generator (ipg) site. The ipg had come loose and was moving around inside of the pocket and did not feel the leads were in the right position. All components were explanted and discarded per hospital policy.